Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found "no disposable alarm message". Visual inspection and user mode testing (attached a cassette into pump and observing the issue) were performed. The customer's reported problem was verified. Investigation found the pump was alarming double beeps with cassette attach when a start button was pressed. Further investigation visually inspected the pump and found fluid ingression. According to the investigation, the "double beep no cassette" issue was caused by fluid ingression. Investigation recommend the pump upstream occlusion sensor be replaced. The investigation confirmed that the problem source of the reported problem was user interface (customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump).

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.